Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker failed to be interrogated. No intervention was performed. There were no patient consequences.